Event description:
It was reported the single use ligating device slider presented some resistance during use, however device deployed and product use was successful. The issue occurred during an unknown procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.